Event description:
It was reported that the setscrew of the pulse generator could not be tightened. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found silicone inside the hex inset preventing insertion of the hex wrench.